Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the phrenic artery using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached two ruby coils using a non-penumbra microcatheter. The physician then felt resistance while advancing a podj into the hub of the microcatheter, and therefore attempted to retract and remove the podj. However, the podj was unravelling while being retracted. The physician was able to completely remove the podj by retracting the pusher wire, and the procedure was then completed using a new podj and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received indicated that the device was discarded by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.